Event description:
It was reported that during the stent graft deployment procedure, device allegedly had a partial deployment and outer sheath fracture. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the investigation of the returned delivery system it was confirmed that the deployment mechanism was in use and that the user could only partially deploy the stent graft which led to outer sheath fractured. An indication for a manufacturing related issue could not be found. Based on the information available, the investigation of the reported issue is closed with confirmed result. This event represents an off-label use. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Instructions for use states: ' the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.' H10: d4 (expiry date: 03/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in procode and PMA/510(k).

Event description:
It was reported that during the stent graft deployment procedure, the device allegedly had a partial deployment and outer sheath fracture. There was no reported patient injury.